Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The loss of arterial access not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device via a 6fr sheath after an antegrade popliteal angioplasty and stenting. Reportedly, normal vessel apposition was felt when the locator wings were deployed. Additionally, nothing untoward was noted during deployment of the device; however, when attempting to adjust the angle before deploying the clip the entire device came out of the vessel. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.